Manufacturer narrative:
(B)(4). Batch # n54489. The analysis showed that the ats45 device was received in good visual condition and with a 6r45w cartridge reload present. The reload was received fully fired and with the reload lockout spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information, please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sigmoid procedure, after closing the clamp, it was impossible to staple. Use of a second one and same problem. Use of a third clamp. The charger got stuck and it was impossible to load another charger. Use of a fourth clamp to complete the procedure. There were no adverse consequences for the patient.